Manufacturer narrative:
Continuation of d10: product ID evolutfx-29; product lot/serial number n/a; product type: heart valves; implant date (B)(6) 2024; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that hemorrhaging at the access site was observed during the transcatheter aortic valve implant procedure. The minimum diameter of the access vessel was approximately 5 millimeter (mm). Per the physician, the cause of the hemorrhaging was due to hemostatic device. It was unknown if the delivery catheter system (dcs), guidewire or sheath contributed to the hemorrhaging. A surgical procedure was performed as treatment for the hemorrhaging. It was also noted that the patient was alive at the 30-day follow-up mark.